Event description:
(1/3, reference (B)(6) for related complaint) (documenting pump 331963) per accredo email : inbound. Patient states both legacy pumps alarming no disposable alarms. Patient has mixed 2 new cassettes, with same results. Patient has troubleshot with no resolution. Patient reports previous issue with pump that caused him to receive more medication than programmed, states feet, mouth, hands felt weird. Patient able to resolve alarm with 3rd cassette mixed. 2 affected cassette lot numbers: 4196398, expire: 2026-09-21. Patient off medication for 1 hour, asymptomatic. Patient will waste 3 partial cassettes, states has enough medication to last until next order. No further details provided.